Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient was admitted 8/29 and upon admission noted PICC line to be non-functioning - could not flush nor did both lumens have blood return. Tpa was administered overnight on 8/30 and instilled for 2 hrs and no resolution of issue.